Event description:
It was reported that during a surgery performed on (B)(6) 2013, bleeding occurred through the graft. The graft was disposed of. The pt was discharged on day 10 with extensive and unexpected bruising.

Manufacturer narrative:
Note: all info contained in this report is provided by the MFR. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.